Event description:
On (B)(6) 2012, the customer reported no battery backup. There was no report of patinet involvement.

Manufacturer narrative:
(B)(4): on (B)(4) 2012, the customer reported no battery backup. There was no report of patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.